Event description:
It was reported that a 40-year-old female patient underwent a primary breast augmentation surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient experienced a sharp pain in her right breast as well as wrinkling of her right implant. The patient had an ultrasound, which indicated a possible rupture of her right prosthesis. As a result, the patient underwent removal surgery on (B)(6) 2023. During the explantation procedure, it was discovered that the patient¿s left prosthesis was upside down. There were no patient consequences or surgical delays reported due to the device migration discovered during the revision surgery. This report is for the right implant. Refer to manufacturing report number 1645337-2023-09445 for the contralateral event.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).